Manufacturer narrative:
The sample was lithium heparin plasma that was spun at 3750 rpm for 10 minutes. Per customer, a system check was performed on (B)(6) 2011 with all portions well within the published specifications. On (B)(6) 2011, while investigating the events that occurred on (B)(6) 2011, the customer ran 3 system checks with all failing the washed %cv portion. Per customer's, qc charts and customer supplied data; qc is run twice daily or on the shift that test is ordered. All levels of qc were within the customer's established ranges prior to and after the event. While the customer was troubleshooting with access hotline the failing system checks on (B)(6) 2011, it was mentioned that vitamin b12 and folate qc was out of range that morning. Data was not supplied. The customer was advised to stop running the system until they obtained a passing system check. A bci field service engineer (fse) replaced the wash pump and substrate probe. System check was still failing the washed %cv portion. The fse replaced the dispense probes, aspirate probes and peri tubing. System check still failing washed %cv. The fse returned on (B)(4) 2011 and replaced the analytical module. A system check was performed with all portions passing within specifications. The fse released the system back to the customer for reporting patients. Service was dispatched and although hardware issues were addressed no definitive root cause was determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous elevated ck-mb result above the normal reference range for one patient generated by access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated on the same unit and an alternate method. Lower results were obtained from both runs. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.